Manufacturer narrative:
(B)(4). The device was manufactured from 4/11/14 ¿ 4/17/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. The peritonitis was manifested by fever and tachycardia. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date ¿2 weeks ago¿. Should additional relevant information become available, a supplemental report will be submitted.